Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4)

Event description:
The consumer reported that the desktop charger had a loose connector pin. The patient stated it felt weird, everything quit like a bolt went through it.&#55316;he implant turned off. A replacement was sent. The indications for use were failed back surgery syndrome and spinal pain. If additional information is received a follow-up report will be sent.